Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a abdominal aortic aneurysm treatment procedure advancement difficulty was encountered. During treatment of an abdominal aortic aneurysm two coils were successfully advanced and deployed via a 021 renegade microcatheter. A idc coil was selected and during an attempt to advance the idc in the renegade microcatheter some frictional force was encountered, and the idc could not advance any further. Returned product analysis revealed a broken core wire.

Manufacturer narrative:
Device evaluated by manufacturer: the dispenser coil, introducer sheath and pusher wire were returned. The coil was not returned. The pusher wire was returned inside the introducer sheath and the interlocking arm was protruding from the distal tip. Visual and microscopic analysis revealed no anomaly of the introducer sheath. The twist lock had been fully opened. The pusher wire was advanced through the distal tip with slight restriction. The pusher wire was inspected and several kinks were present towards the mid to distal end. The distal end was stretched and the core wire had broken apart between the distal and mid solder joints. Crystalline saline/contrast media was present along the pusher wire. Microscopic analysis revealed the interlocking arm of the pusherwire ss coil had no damage. Due to the stretched distal end of pusher wire it was not possible to measure the core wire length and ss coil length however the dimensions that could be performed were found to be within device specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).